Event description:
Synthes surgeon questionnaire provided info in which the femoral head collapsed around the helical blade. Reportedly, the helical blade did not slide through the rod. The event resulted in protrusion of the helical blade through the femoral head and acetabulum.

Manufacturer narrative:
Synthes is unable to determine mfg site or mfg date without a lot number. No investigation could be performed; no conclusion could be drawn as no device was returned.